Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 348 mg/dl while using the ilet with a contact detach infusion set, after which the user administered a manual insulin injection while still connected to the device and later completed an assisted infusion set change; the user requested training support and declined troubleshooting once glucose was 125 mg/dl. Symptoms included no reported clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management with manual injection and resolution to mid-100s without medical intervention or hospitalization. Investigation included telephone-based troubleshooting and education regarding infusion set replacement. Investigation of this case revealed no alarms, no set cannula bending on removal, and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.